Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received the device back for evaluation as part of a correction field action. During the evaluation, foam particles were confirmed inside the blower kit.